Manufacturer narrative:
The facility stated that the bed is operating properly. The alleged failure could not be duplicated.

Event description:
The facility alleged the beds hi/low down function moved unintentionally.